Event description:
Pt is 73 year old female with history of previous rectal carcinoma which was treated with local excision and radiation therapy. She has multiple problems with radioation neuritis. Port-a-cath had not been accessed for some time. Upon flushing it, pt experienced pain and swelling. Device could not be aspirated from or flushed, so it was explanted on 2/12/97 as an outpatient procedure.